Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device had corrosion.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: rust on the cutter the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The brown/rust discoloration seen from the video was not confirmed due to during the visual inspection as no brown/rusty color identified on surface of the received cutter. Additionally, if there a rust issue on the part, it would have been captured during the in process inspection. The probable root cause/s of rust would be present on the unit could be that moisture build up in the sterile pack before it was sealed, and then during shipping/sitting on a shelf it rusted. Qc incoming and in-process inspections. Per sales rep, when contacting the surgeon, correct part was returned to stryker, but rust discoloration not identified on returned product. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the device had corrosion.